Manufacturer narrative:
Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Unstable baby, ventilated on nitric oxide, on inotropes- dopamine, dobutamine, epinephrine and nor-epinephrine. Term (B)(6). Second attempt of a double lumen after initial line placed needed to be removed as leaking. Line pre-flushed to ensure no leaks, guidewire withdrawn slightly to ensure ease of removal prior to placement. Line threaded easily to 20 cm, good blood return, flushed easily. Attempted to remove guidewire-line twisting and curling up on itself. Unable to withdraw. Line pulled back then 20cm to 19.5cm- resistance still "felt" on removal of guidewire. Baby calm, was sedated on precedex and fentanyl. A warm thick towel was placed around the leg to help dilate vessel (baby electively cooled - baby temp 33.5 c) resistance remained. Second lumen flushed to rule out clot at tip of line. Leg+ line straight, no leaks. Guidewire graduate withdrawn but with some resistance felt. Line difficult to flush, blood aspirated easily. X-ray placed PICC in good position (ivc). Line secured, infusing well, pomps showing no high pressure.

Manufacturer narrative:
The complaint was forwarded to the manufacturing site, (B)(4), for evaluation. The following is a summary of their investigation: retrospectively we received the involved sample and three more samples in blister - two sterile and one opened (cannula missing). When flushing the original sample, it was leaking at approx. 23,8 cm using the green line and at approx. 23,3 cm using the orange line. During microscopic examination typical signs of two pressure bursts became visible (see photos). Microscopic examination again showed two pressure bursts (see photos). Furthermore, this sample showed little fibrines adhering at one point of the catheter tube (see photo) - indicating that this catheter had been used. When testing the sterile, unused samples, no defect could be detected. The batch history record was reviewed and did not show any deviations during the production. Furthermore, each catheter is flow and leak tested during production, the tensile force of the catheter components is randomly checked, and visual tests are carried out. Therefore, it is unclear whether this defect was caused by manufacturing. This is the third complaint received for batch no. 8023296 and the fifth complaint received for this reason of complaint; however, no further corrective action will be initiated by vygon germany at this time. Corrective action: both vygon USA and germany will continue to monitor this issue. Additionally, vygon is attempting to work with the hospital to have a clinical meet with, sit in and shadow.

Event description:
Unstable baby, ventilated on nitric oxide, on inotropes- dopamine, dobutamine, epinephrine and nor-epinephrine. Term (39 4/7). Second attempt of a double lumen after initial line placed needed to be removed as leaking. Line pre-flushed to ensure no leaks, guidewire withdrawn slightly to ensure ease of removal prior to placement. Line threaded easily to 20 cm, good blood return, flushed easily. Attempted to remove guidewire-line twisting and curling up on itself. Unable to withdraw. Line pulled back then 20cm to 19.5cm- resistance still " felt" on removal of guidewire. Baby calm, was sedated on precedex and fentanyl. A warm thick towel was placed around the leg to help dilate vessel (baby electively cooled - baby temp 33.5 c) resistance remained. Second lumen flushed to rule out clot at tip of line. Leg+ line straight, no leaks. Guidewire graduate withdrawn but with some resistance felt. Line difficult to flush, blood aspirated easily. X-ray placed PICC in good position (ivc). Line secured, infusing well, pomp's showing no high pressure